Event description:
It was reported that a pump alarmed no disposable twice with with different cassettes from the same lot number. After the change of the pump, the alarm was not detected. There were no consequences for the patient. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.